Event description:
It was reported that during a lap hysterectomy procedure, the pad overheated and fell, it happened in the two scissors in the same way. The surgeon changed the scissor for a new one, but the same issue happened. Finally he reused one, and it worked. There were no adverse consequences for the patient. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.